Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain') in a female patient who had essure (batch no. 94506) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device defective "product defective". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), thrombosis ("blood clots"), genital haemorrhage ("excessive bleeding"), menstrual disorder ("changes in menstrual bleeding"), inflammation ("chronic inflammation"), mental disorder ("psychological injuries"), fatigue ("chronic fatigue") and sleep disorder ("sleep disruption"). Essure treatment was not changed. At the time of the report, the pelvic pain had not resolved and the thrombosis, genital haemorrhage, menstrual disorder, inflammation, mental disorder, fatigue and sleep disorder outcome was unknown. The reporter considered fatigue, genital haemorrhage, inflammation, menstrual disorder, mental disorder, pelvic pain, sleep disorder and thrombosis to be related to essure. The reporter commented: the injuries due to the implantation of the product have caused and continue to cause pain, suffering, loss of enjoyment of life, permanent physical disability, loss of physical, mental and emotional health, loss of earnings. The plaintiff has sustained certain special damages and loss and expenses for medical treatment. The plaintiff continues to undergo medical care and treatment and to incur loss and expense. Most recent follow-up information incorporated above includes: on 15-feb-2022: legal claim was received: essure lot number, indication, date of insertion were added. New events were reported: chronic pain, chronic inflammation, excessive bleeding, changes in menstrual bleeding, psychological injuries; chronic fatigue; sleep disruption; product defective we received a lot number in this case. A technical investigation will be conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("chronic pain") in a female patient who had essure inserted (lot no. 94506-invalid) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device defective ("product defective"). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. An unknown time later she experienced pelvic pain (seriousness criterion medically important), thrombosis ("blood clots"), genital haemorrhage ("excessive bleeding"), menstrual disorder ("changes in menstrual bleeding"), inflammation ("chronic inflammation"), psychological trauma ("psychological injuries"), fatigue ("chronic fatigue") and middle insomnia ("sleep disruption"). Essure . At the time of the report, the pelvic pain had not resolved. The outcomes for thrombosis, genital haemorrhage, menstrual disorder, inflammation, psychological trauma, fatigue and middle insomnia were unknown. The reporter considered fatigue, genital haemorrhage, inflammation, menstrual disorder, middle insomnia, pelvic pain, psychological trauma and thrombosis to be related to essure administration. The reporter commented: the injuries due to the implantation of the product have caused and continue to cause pain, suffering, loss of enjoyment of life, permanent physical disability, loss of physical, mental and emotional health, loss of earnings. The plaintiff has sustained certain special damages and loss and expenses for medical treatment. The plaintiff continues to undergo medical care and treatment and to incur loss and expense. Lot number was received with follow up on 2-sep-2021. The lot number #94506 is no valid. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 03-nov-2022: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer via a lawyer and describes the occurrence of pelvic pain ('chronic pain') in a female patient who had essure (batch no. 94506) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device defective "product defective". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), thrombosis ("blood clots"), genital haemorrhage ("excessive bleeding"), menstrual disorder ("changes in menstrual bleeding"), inflammation ("chronic inflammation"), psychological trauma ("psychological injuries"), fatigue ("chronic fatigue") and middle insomnia ("sleep disruption"). Essure treatment was not changed. At the time of the report, the pelvic pain had not resolved and the thrombosis, genital haemorrhage, menstrual disorder, inflammation, psychological trauma, fatigue and middle insomnia outcome was unknown. The reporter considered fatigue, genital haemorrhage, inflammation, menstrual disorder, middle insomnia, pelvic pain, psychological trauma and thrombosis to be related to essure. The reporter commented: the injuries due to the implantation of the product have caused and continue to cause pain, suffering, loss of enjoyment of life, permanent physical disability, loss of physical, mental and emotional health, loss of earnings. The plaintiff has sustained certain special damages and loss and expenses for medical treatment. The plaintiff continues to undergo medical care and treatment and to incur loss and expense. Lot number was received with follow up on 2-sep-2021. Amendment: the report was amended for the following reason: upon internal review it was detected that previous follow up was received on 02-sep-2021 (not on 15-feb-2022). No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation will be conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.